Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - non-physiological noise was reported via home monitoring. The patient is being monitored for this single event. The device remains implanted. No adverse patient events were reported.